Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during unknown procedure, the hand activation did not work. The footpedal activation was used to finish the case. There was no pt consequence.